Event description:
Patient reported all of the buttons on the infusion device do not respond. No further information is available. No physiological effects reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result e8 was found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. As result of the defective button the pump correctly triggered an unclear able e8 error message. The problem mentioned by the customer is related to careless handling of the product.